Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump did not charge when placed on the charging pad, despite the charger light responding and different outlets and an alternate charger being tried, and video evidence was provided showing the pad powering on with no charging response from the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.